Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx were implanted in the r-pav. On the same day, patient suffered acute pulmonary oedema. Patient was intubated and received medication. Investigator assessed that the event is unlikely related to index device or antiplatelets medication. Patient died - non sudden cardiac death.

Manufacturer narrative:
The patient has a medical history of hyperlipidemia and previous mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed the event as cardiac death - cass site 1: 3 - dist rca stent thrombosis. Patient died within 24 hours of the procedure. Limited information but chart states that death is due to cardiogenic shock secondary to acute myocardial infarction - not clear if this is before procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information. Patient's weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the event was treated with pci. The death was reported by the investigator as a non-cardiac death. Sponsor assessed the event as not related to the device or antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a history of smoking, hypertension, diabetes, stroke. The index procedure was prompted by mi. During the index procedure two resolute onyx stents were implanted into the rca. Cec adjudicated the patients death was assessed as non sudden cardiac death. The investigator assessed the event (ae02- cardiogenic shock and death) as possibly related to the device and not related to anti-platelet medication. Safety assessed the event (ae02 ) as possibly related to the device and anti-platelet medication. If information is provided in the future, a supplemental report will be issued.